Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
It was reported that a male was found on the floor of the garage by his wife, and 911 was called. The patient's down time was approximately in between 3 and 5 minutes. It was also indicated that the patient had gone through a stress test just the day before and had been informed of a completely blocked artery. The response time of the police department was approximately 15 minutes due to the snow and wintery road conditions. CPR had been initiated by two fire explorers approximately 1 minute prior to the police's arrival. A rescue truck also arrived at the scene. The police attached the lp500 device to the patient with 2-prong kimberly clark pads. It was observed that the patient's chest had been shaved. No diaphoresis or dirt was noted. The device then continued to prompt "connect electrodes". Right after experiencing the "connect electrodes" message, the patient was transferred to the rescue truck's philips AED device. The transfer time between the two devices was approximately 1 minute. A new set of pads (brand unknown) was attached to the patient and the philips device prompted a "no shock advised" decision. The patient was transported to the hospital per protocol. The patient was not resuscitated.